Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone indicating that they air bubbles anomaly on the reservoir. Customer's blood glucose was 488 mg/dl. The customer was treated for high blood glucose was treated with 5.3 units and 5 units of insulin. The customer air bubbles anomaly was resolved through set change. The customer was advised to monitor and call if problem persist.